Event description:
It was reported there was no capture, low impedance, < 200 ohms, noise and an apparent lead fracture. The patient reported 'tingling' down his left arm, to finger tips. The physician felt there was an insulation breach, under the clavicle. Oversensing was also noted. The lead was capped and replaced. It could not be extracted because of being unable to get a stylet down the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.